Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to duplicate the customer's reported issue. All testing was performed using a good known test ac adapter, patient circuit, and lung. The ventilator passed an extended 71 hour run in test with the customer settings without any unusual alarms or conditions. The ventilator also passed the ltv final test, which includes many ventilation and alarm functions. The ventilator passed 40 minutes of the battery duration test. Internal inspection did not reveal any abnormalities. A review of the event trace log found no entries which indicate the ventilator shutdown or reset unexpectedly.

Event description:
It was reported to carefusion that while training, the ventilator would not alarm when disconnected. The unit would flick on and off during 2 different training sessions. There was no patient involvement associated with this complaint.